Manufacturer narrative:
Received one used list# 146870438, ls, primary plumset, clave port, clave y-site, 103 inch. Lot# unknown and one used list# cl2100, chemolock¿ port. Lot# unknown on september 25, 2019 in salt lake city for investigation. The complaint of leakage on the clave of the used 146870438 primary plum set can be confirmed. No mating device was returned for evaluation. When received the silicone seal of the clave was stuck down. The clave was disassembled to determined the cause of the stick down. The internal spike of the clave had punctured the side of the silicone seal. The probable cause of the stick down and subsequent leakage is due to a sliding/angled entry during use. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is available for investigation. It is yet to be received.

Event description:
The event involved a primary plumset that the customer reported leaking of an unspecified chemotherapy medication between the chemolock and primary plumset. The connection of the chemolock and the clave secondary port of a primary plumset cassette broke off. There was patient involvement, however no report of adverse event or a delay in critical therapy.